Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose, with unknown blood glucose levels at the time of the incident. The customer was at 123 mg/dl at the time of the call. The customer was driving in a parking lot at the time of the event, and hit a parked car. The customer was taken off the pump, but their blood glucose went up very high and they became dehydrated. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer had another low incident prior to that incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been provided with this report.